Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a system diagnostics test yielded high lead impedance during a vns generator replacement surgery. A lead discontinuity is suspected. The vns therapy system generator was replaced. There is no indication that the lead was replaced. Attempts have been made to obtain further information and to obtain the explanted device. No serious injury was reported.